Event description:
Knee has not been the same and can not bend leg at the knee [joint range of motion decreased]. Swelling in his knee right down to the calf [swelling of r knee] ([calf swelling]). Case narrative: initial information received on 02-oct-2019 regarding an unsolicited valid serious case received from a patient from australia. This case involves a 72 years old male (height 162 cm and weight 69 kg) patient who experienced knee has not been the same and cannot bend leg at the knee (latency: unknown) and swelling in his knee right down to the calf (latency: 1 day), while he used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included pain killers. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (strength 6 ml) via intra-articular route, once (dosage, batch/lot number and expiration date: unknown) used for unknown indication. Information on lot number was requested. On (B)(6) 2019, a day after the administration of injection, patient had swelling in his knee right down to his calf. As of unknown date in 2019, the patient's knee had not been the same and he could not bend the leg at the knee. All the events were assessed as serious due to disability. On an unknown date in 2019, the patient got recovered from all the events. Final diagnosis was swelling in his knee right down to the calf and knee has not been the same and cannot bend leg at the knee. Action taken: not applicable for all events. Corrective treatment: unspecified for all events. Outcome: recovered for all events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one (lot unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 09-oct-2019. Additional information was received on 09-oct-2019 from gemg. Ptc results was received and processed. Global ptc number was added. Additional information received on 02-dec-2019 from patient. Outcome of all events updated to recovered. Reporter causality was updated to not related. Suspect therapy details updated. Clinical course updated and text amended accordingly.

Event description:
Knee has not been the same and can not bend leg at the knee [joint range of motion decreased]. Swelling in his knee right down to the calf [swelling of r knee] ([swelling of limb]). Case narrative: initial information received on 02-oct-2019 regarding an unsolicited valid serious case received from a patient from (B)(6). This case involves an unknown age male patient who experienced knee has not been the same and can not bend leg at the knee (latency: unknown) and swelling in his knee right down to the calf (latency: 1 day), while he used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included pain killers. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, once (dosage, batch/lot number and expiration date: unk) used for unknown indication. Information on lot number was requested. On (B)(6) 2019, a day after the administration of injection, patient had swelling in his knee right down to his calf. As of unknown date in 2019, the patient's knee had not been the same and he could not bend the leg at the knee (all events assessed as serious due to persistent disability). Final diagnosis was swelling in his knee right down to the calf and knee has not been the same and can not bend leg at the knee. Action taken: not applicable for all events. Corrective treatment: unspecified for all events. Outcome: recovering for all events. Reporter causality: possible for all events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one (lot unknown) with global ptc number 60532. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 09-oct-2019. Additional information was received on 09-oct-2019 from gemg. Ptc results was received and processed. Global ptc number was added.